Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the electric pen drive device did not function, the motor and controller of the electric pen drive (epd) handpiece was defective. It was further determined that the device failed the following pre-tests: general condition, check with test hand switch, after adjusting, check function and direction of rotation, check function with test hand switch, check function with foot pedal, check with test bench and record results. Power 45 to 90 w (watt) and speed min 703 to 937 rotations per minute (rpm). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.